Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of yoke getting stuck inside the scope.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the duodenum during a duodenal endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, after using a clip, a part that deviated from the clip was accidentally sucked into the scope suction channel and got stuck in the suction channel. The detach part of the clip was retrieved by removing the suction button and washing the inside of the suction channel. The procedure was completed with same original mantis clip. Note: a photo submitted by the customer shows the yoke outside the patient which confirmed that the deviated part of the clip is the yoke. There were no patient complications reported as a result of this event.